Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed angina and bradycardia. The index procedure treated an 80% stenosis of the 2.3x15mm mid lad (left anterior descending) with an investigational 2.25x24mm taxus liberte study stent. A non-target lesion of the r-pda (right posterior descending artery) was also treated with a 2.5x12mm taxus express2 stent. The pt was discharged one day post procedure on asa and plavix. The pt presented in 2008 with chest pain radiating into his left arm and associated nausea, vomiting and diaphoresis. The pain was described as chest tightness and pressure. On exam, heart sounds showed regular rate and rhythm with bradycardia and diminished heart sounds. The pt was continued on his medications including atenolol, enalapril, lipitor, aspirin, plavix, and full dose lovenox. Also continued were home medications for diabetes, hypertension, and dyslipidemia. Cardiac catheterization was recommended but not performed. One day later, the event was resolved with no residual effects and the pt was discharged.